Event description:
It was reported that after a dinner meal announcement and bolus, the user experienced persistent hyperglycemia and asked whether a supply change was needed, noting that previous corrections had been delivered and insulin on board was present. Symptoms included hyperglycemia peaking at 311 mg/dl. Outcomes included a troubleshooting session with education regarding potential higher carbohydrate content of the meal, monitoring of insulin on board, and guidance to wait for an additional hour before changing the infusion set. Investigation included review of pump and glucose data trends and assessment of recent infusion set performance during an earlier hyperglycemic event that had resolved. Investigation of this case revealed evidence consistent with an adequately functioning infusion set and delivery system, with the likely contributor being underestimated meal carbohydrate content leading to an incorrect meal size announcement and prolonged hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with incorrect meal size estimation and not a device malfunction.